Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was struck by a motor vehicle and had trouble with symptom management/lack of sensation after the accident. The patient stated that they once felt vaginal flutter and had good symptom control but now no longer did. It was also reported there was premature battery depletion. As part of diagnostics/troubleshooting performed, the physician¿s office checked the lead and it ¿had impedance¿. In the operating room, the lead was tested and the patient had toe and bellows response. The ins was then replaced and the patient had the vaginal flutter sensation post-operatively. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va11xb6 serial# implanted: 2016 (B)(6) explanted: product type lead product ID 3889-28 lot# va11xb6 serial# implanted: 2016 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there were high impedances on all electrodes. No further complications were reported.